Manufacturer narrative:
B2, h1: a risk to the patient's health could not be excluded for these specific circumstances, since pilot holes and k-wires were placed in the patient's spine in a different position than desired with brainlab navigation involved, although according to the fellow surgeon (treating clinician): - the deviation of the k-wires placed in the spine with the aid of navigation was detected by the surgeons before placing their following screws and before finalizing the surgery with intra-operative verification x-rays, and the deviating placements were corrected to their intended positions under fluoroscopic guidance at the very same surgery. - the final outcome of the surgery was successful as intended, with all placements correct at the end of the surgery. - there was no direct (or increased) risk of harm to a critical structure due to the deviating initial placements. - there was no harm nor negative effect to the patient, also not due to surgery/anesthesia prolong of ca. 2hrs. - there were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either. H6: according to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the main root cause of the spine k-wires placed bilateral in vertebrae t10 to l2 with the aid of navigation deviating by up to ca. 10mm shifted cranially, is: - a de-calibrated (and therefore inaccurate) non-brainlab c-arm that was used to acquire the pre-placement patient fluoroscopy scans with automatic image registration of the current patient anatomy to the navigation, that was subsequently accepted for use with navigation. Test scans with this non-brainlab c-arm performed by a brainlab representative after the procedure revealed a deviation of the anatomy registration to navigation approximately matching the observed placements' deviation direction, indicating that the scanner became decalibrated before the surgery. A c-arm that loses its calibration (due to e.g. High mechanical forces at transportation inside the user facility) results in an inaccurate anatomy registration in the navigation. A contributing factor for all placements is: - disposable reflective marker spheres (non-brainlab) were used at this surgery with the brainlab navigation that are not approved by brainlab and do not comply with brainlab instructions. Brainlab has only validated disposable reflective marker spheres manufactured by brainlab or ndi (northern digital). Only these shall be used with brainlab navigation. For this case, other non-brainlab approved marker spheres were used for navigation and on the non-brainlab c-arm array. The original scanner calibration was performed with (brainlab-approved) ndi spheres. Use of non-brainlab-approved marker spheres, in addition mixing different marker spheres of differing manufacturers, lead to navigation inaccuracy effects. A further contributing factor for the deviations at vertebrae t10 to t12 is: - relative movements of the spine anatomy during the surgery between the vertebra the navigation reference array was fixated to (l2), and the vertebrae operated on (t10 - t12) due to an insufficiently rigid connection of the anatomy in between as required, and the forces applied to the bone during instrumentation. A structural instability - a fracture at t12 - was present in between with this patient, which reduces the rigidity of the spine. Additionally, with a not sufficiently rigid spine bone connection, the amount of the relative anatomy movements increases the farther away the vertebra instrumented on is from the navigation array. Here the vertebrae t10 to t12 were the farthest away from the array fixation at l2. Multi-level navigation - i.e. Operating on a different vertebra than the one the patient reference array for navigation is fixated to or operating across multiple vertebrae without remounting the patient reference and reregistering - especially if the connection in between the vertebrae is not rigid - results in relative movements of the vertebrae (actual anatomy) during the surgery that cannot be compensated by the navigation software displaying instrument positions on the registered pre-placement patient image scan. Apparently, the resulting deviation between the actual patient anatomy locations during the placements and the registered pre-placement patient image scan displayed by the navigation for instrument position visualization was not recognized by the user with the necessary navigation accuracy verification prior to accepting the registration, after draping and throughout the surgery, before and during performing significant invasive actions with the aid of navigation. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. H7: brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer. The non-brainlab c-arm used at this surgery was already scheduled (by the hospital) to be inspected and re-calibrated by a c-arm manufacturer's representative, performed on (B)(6) 2024, and following that the corresponding new properties of the c-arm were calibrated to the navigation by brainlab.

Event description:
A minimally invasive surgery on the thoracolumbar spine for percutaneous instrumented stabilization of vertebrae t10-l2, due to a t12 fracture, with intended placement of 10 spine screws bilateral for fixation, was performed with the aid of the display by the brainlab spine & trauma navigation 2.0. During the procedure the surgeons: - with the patient in prone position attached the navigation reference array on the spinous process of vertebra l2. - acquired an intra-operative c-arm scan of the patient's region of interest with automatic image registration of the current patient anatomy to the navigation. - verified the registration and accepted the navigation accuracy to proceed. - used the navigated drill guide 3.2mm with instrument position display on the patient scan to plan screw trajectories, and prepared the vertebrae by drilling pilot holes through the navigated drill guide with depth control. - inserted k-wires navigated through the drill guide into the pilot holes bilateral in t10 to l2. - before placing the screws following the k-wires, acquired intra-operative verification x-rays and determined that the 10 k-wires placed deviated by ca. 1cm shifted cranially from their intended positions. - decided to remove the k-wires and to re-place them into their correct position, by creating new pilot holes and placing the k-wires under fluoroscopic guidance for the spine screws to follow them. - completed the surgery successfully as intended with all placements correct, and closed the patient. According to the fellow surgeon (treating clinician): - the deviation of the k-wires placed in the spine with the aid of navigation was detected by the surgeons before placing their following screws and before finalizing the surgery with intra-operative verification x-rays, and the deviating placements were corrected to their intended positions under fluoroscopic guidance at the very same surgery. - the final outcome of the surgery was successful as intended, with all placements correct at the end of the surgery. - there was no direct (or increased) risk of harm to a critical structure due to the deviating initial placements. - there was no harm nor negative effect to the patient, also not due to surgery/anesthesia prolong of ca. 2hrs. - there were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either.